Event description:
It was reported by service report that the foot-end was stuck at a high highest position, and would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty cpu board.